Event description:
It was reported that during the implant attempt, the helix was not extending. The lead was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) primary analysis finding: helix disengaged from helical channel. The full lead was returned and analyzed. There was blood in/on the distal conductor (not obstructed) and the helix mechanism (sleeve head), and there was a tip seal observation. The helix would not extend due to being over-retracted.